Event description:
It was reported that the device goes into over temperature. This issue found prior to patient use. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Date of event is unknown; no information has been provided to date. The device was received in with extensive calcification/mineral buildup in the water circuit from the incorrect water solution being used. Distilled water (changed every 30 days) or a 0.3% hydrogen peroxide/distilled water mix (changed every 12 months) are to be used as advised in the user manual. The over temperature alarm triggered about 5 minutes after powering on device. A section of the membrane switch ribbon cable is delaminated, and the traces are discolored. The air pressure is not staying stable once set, faulty air regulator. The complaint was confirmed/duplicated. The problem was due to a faulty printed circuit board (pcb) causing the temperature to keep rising. After the pcb was replaced and calibrated, the device passed all tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.